Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drg implantable cardioverter defibrillator, (B)(6) 2013; 6949 implantable tachy lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the atrial lead had fluctuating impedance and p-wave sensing has also decreased. The device had invalid and erroneous data. Follow up with the physician indicated that atrial lead was oversensing and the patient was symptomatic. The atrial lead was programmed off. The device remains in use. No patient complications have been reported as a result of this event.